Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions¿ and ¿postoperative pain¿. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07976 / 08700).

Event description:
It was reported that patient underwent a total right knee arthroplasty on (B)(6) 2011 and a total left knee arthroplasty on (B)(6) 2011. Subsequently, the patient alleges pain, inflammation and tightness in both joints. Additionally, the patient fell onto her knees on (B)(6) 2014. An examination took place that determined there was no evidence of implant complications or fracture. A small right knee effusion was reported on the patient¿s medical records.